Event description:
The customer reported that the insulin pump did not alarm no delivery during the high pressure test. The blood glucose reading at time of the call was 185mg/dl. Troubleshooting was performed and the self test passed. Ran a high pressure test twice and the insulin pump failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.